Event description:
Customer received results of 229 mg/dl, 105 mg/dl, and 116 mg/dl within 10 minutes on the aviva meter. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.